Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The external paddle set was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The external paddle set was put through extensive testing while connected to the test device, including 30j testing without duplicating the report. The paddles were scrapped after testing. Analysis of reports of this type has not identified an increase in trend.